Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an evaluation of the right ventricular lead. It was noted that the lead had exhibited a trend of increasing lead impedance starting from (B)(6) 2018 and again in (B)(6) 2019. During this time, the lead also exhibited a decrease in r wave sensing threshold. On (B)(6) 2019, the patient was brought to the clinic for defibrillation threshold testing. The testing was successful. The physician elected to continue to monitor the patient and the upper impedance limit was set to 3000 ohms. The patient was in stable condition.